Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The flapper valve was disengaged. The flapper valve couldn't function due to being disengaged. A review of the device history record indicates this device lot/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of disengaged flapper valve and seal may occur if excessive force is applied when inserting or removing the obturator or instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, prior to use, the white part inside the device was disengaged. UDI number is not available. The procedure was completed with another device. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Photographs of device received 12/23/2016. Actual device received 1/19/2017.